Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime unit during the prime test due to a slightly loose drive support disk. No error alarms were noted. The device was received with minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the insulin pump alarmed after changing the infusion set. Blood glucose reading was 106 mg/dl. Insulin pump had not been dropped or bumped prior to the alarm. Advised to discontinue using the insulin pump and that a replacement pump will be sent. Nothing further reported.